Event description:
A tandem clinical diabetes specialist met with the customer to discuss the occlusions. The customer was to switch the type of infusion set used and rotate the infusion set site.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level reached as high as 500 mg/dl. Insulin injections were used to address the bg level. The customer performed their own troubleshooting and a cause of the alarm could not be determined. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, a system check was not able to be performed to determine a possible cause of the occlusions.